Manufacturer narrative:
The evaluation of the returned pump, revealed a finding that could have contributed to reported event. The center submitted two system controller log files dated from (B)(6) 2017 08:35 and from (B)(6) 2017 06:52 through (B)(6) 2017 12:27. Low flow hazard alarms were captured almost throughout both log files when the estimated flow value was calculated below the low flow threshold of 2.5 lpm. No other atypical alarm events were captured and the pump speed remained above the low speed limit for the duration of the log file. The pump was returned assembled with the driveline cut approximately 14.5 inches from the pump housing and the severed distal end portion, measuring approximately 25 inches in length, was also returned. The sealed inflow conduit was returned attached to the pump¿s inlet port. The sealed outflow graft was returned detached from the outflow elbow. The sealed outflow graft bend relief was returned over the graft, but unattached to the graft nut. The outflow elbow was returned attached to the pump outlet port. Visual inspection of the sealed outflow graft revealed a twist at the proximal end of the outflow graft. The sealed outflow graft bend relief had been partially removed such that the outflow graft was not protected within the explant kit. Based on the positioning of the black line printed on the outflow graft, the outflow graft appeared to have been twisted approximately 90 degrees. Dissection of the outflow graft revealed no evidence of developed depositions or thrombus formations. Although a specific cause for the observed twist in the outflow graft could not conclusively be determined through this evaluation, it could have contributed to the low flow alarms. Upon disassembly of the returned pump, the proximal side of the outlet stator revealed a non-laminated deposition situated between the outlet bearing ball and one of the stator blades. Its lack of structure and lamination indicates that it developed acutely. Additionally, no contact marks were observed at the distal end of the rotor, further indicating that the deposition was not present for a prolonged period of time while the pump was supporting the patient. The remaining blood contacting surfaces were examined and appeared free from any depositions or thrombus formations. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Thrombus formation is complex and multi-factorial in nature and not necessarily related to a single physiological or device-related factor. Device thrombosis is listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the pump alarmed with low flow alarms and clinical analysis ruled out potential right heart failure, thrombosis, occlusion, and sepsis. The system controller was exchanged as troubleshooting. On (B)(6) 2017, it was reported that the low flow alarms were the result of a kinked outflow graft near the pump end. The patient underwent a pump exchange on (B)(6) 2017. No further information was provided.